Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, a small black particle appeared on the syringe. One quantity affected. No patient impact reported.

Manufacturer narrative:
Investigation summary: material #: 360211. Lot/batch #: 2243810 . Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for foreign matter was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photo attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.